Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose, with a dexcom g7 continuous glucose monitor (cgm) reading up to 300 mg/dl and a confirmatory glucometer reading of 419 mg/dl for approximately two hours, while using an ilet pump with an inset infusion set on the left abdomen and a dexcom g7, and the user observed insulin leaking from the end of the cartridge during a supply change when the cartridge was placed into the device before attaching the connector. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed leakage related to a seal issue consistent with a reservoir component problem and a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.